Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a skin revision surgery under general anesthesia (specific date not reported). The abutment was removed during the same surgery.

Manufacturer narrative:
This report is submitted on april 04, 2022.